Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: we are having problems with some collection tubes with separator gel. Even after centrifugation, some tubes persist with clots and fibrins, directly interfering with the analysis.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was not observed. Bd was not able to confirm the presence of fibrin in the photos provided by the costumer and it was not possible to identify any defect in the product. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. 195 samples were visually evaluated and no defects were found with the retain product. 5 samples from the retain samples were sent for clinical evaluation. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for fibrin.. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: we are having problems with some collection tubes with separator gel. Even after centrifugation, some tubes persist with clots and fibrins, directly interfering with the analysis.